Event description:
It was reported that a loss of therapeutic effect occurred. It was unclear if the patient was getting therapy prior to device replacement but since the replacement there had been no therapeutic effect. Impedance measurements were taken and all measurements were showing "---" for all electrodes. Additional information received reported that "---" and "xxx" were shown when impedances were measured. A 509 error code was reported on the patient programmer. It was suggested to perform a short physician recharge mode (prm). After a prm was performed, interrogation of the device showed battery measurement back to 3.01 volts. Impedances were then within normal ranges and the patient was getting therapeutic benefit. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient's physician indicated abnormal device circuitry (cycling) was noted. Lack of therapeutic effect was confirmed. No interventions occurred. An unspecified imaging study was done (MRI/xray/CT) in (B)(6) 2011 and was within normal limits. No injuries occurred.

Manufacturer narrative:
Implantable neurostimulator (ins) model 7426 (B)(4) implanted: 2008-(B)(6) explanted: 2011-(B)(6), extension model 7482 (B)(4) implanted: 2002-(B)(6) explanted: unk, lead model 3387 lot # j0206355v implanted: 2002-(B)(6) explanted: unk, extension model 7482 (B)(4) implanted: 2002-(B)(6) explanted: unk, patient programmer model 37642 (B)(4) implanted: na explanted: na, lead model 3387-40 lot # j0206355v implanted: 2002-(B)(6) explanted: unk.

Manufacturer narrative:
(B)(4).